Event description:
The customer reported obtaining a reproducible, elevated beta human chorionic gonadotropin (access total bhcg (5th is)) result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to two (2) another methodologies. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system two (2) additional times and similar, elevated access total bhcg (5th is) results above the assay's normal reference range were obtained. The customer also analyzed the patient's sample on an alternate methodology (unknown immunochromatographic rapid test method) and obtained a discordant, negative result. The patient's sample was also tested on a second alternate methodology (roche cobas 8000) which produced a lower, discordant result. The access total bhcg (5th is) result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00376 will address the elevated, discordant access total bhcg (5th is) result for this same patient on an alternate unicel dxi 800 access immunoassay system obtained on (B)(6) 2015. Quality controls (qc), calibration and system check were all performing within published specifications at the time of the event. The customer did not supply any information regarding sample collection or processing such as tube type or centrifugation data. There was no report of sample integrity issues reported by the customer.

Manufacturer narrative:
The customer did not supply patient demographics such as the exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence of a pre-analytical sample handling issue and no indication that the access total bhcg (5th is) reagent was returned for evaluation. Beckman coulter (bec) complaint handling unit (chu) testing of the customer supplied patient's neat sample confirmed the customer's elevated access total bhcg (5th is) results. Further testing of the sample, with both animal derived blocker proteins and a blocker related to alkaline phosphatase, did not decrease the sample's signal confirming that there was no presence of a patient source interferent related to either heterophilic or alkaline phosphatase interference. In conclusion, the cause of the reproducible, elevated access total bhcg (5th is) results cannot be determined with the available information. All MDR associated with this report are: 2122870-2015-00375, 2122870-2015-00376.